Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was broken leads on high-voltage capacitors c20, c21, and c22 on the defibrillator board. The root cause for the broken leads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken leads. The last patient to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor generated a code 203 (pulse test fault) and code 102 (charge profile fault) after the pulse test. The last patient to use this monitor did not report any problems. (B)(4).